Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed corrosion on the surface of gear wheel number three. Analysis identified that the gear teeth were corroded. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 5000 mcg/ml of clonidine at 1300 mcg/day and 1000 mcg/ml of sufentanil at 260 mcg/day via an implantable pump for spinal pain. It was reported a motor stall was seen upon interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report confirmed the motor stall had occurred. It was reported the pump stalled on (B)(6) 2019 at 3:30 am. The doctor was told this by the emergency room. The doctor reported the patient was admitted to the emergency room for withdrawal symptoms on (B)(6) 2019. The doctor stated they were heading over to the emergency room to confirm the stall in the logs. Motor stall considerations were reviewed. It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. It was reviewed to return the device to the manufacturer if explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump was replaced on (B)(6) 2019. It was reported the pump continued to alarm. The rep extended the alarm interval and programmed the volume to max capacity. It was indicated the device would be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was unknown what may have caused or contributed to the motor stall. Regarding further actions and interventions, it was indicated the plan was pump replacement. It was indicated the pump will be available for return for analysis once removed.